Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated without problem; however, a leak was noted due to a pinhole located at the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon would not show image under fluoroscopy. Reportedly, the device was removed from the patient and a hole was noted on the balloon during inspection. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.